Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the initial inspection no failed icon present. The field service engineer performed hardware test application and thoroughly tested auxiliary drawer 1.2. The engineer then removed debris and reseated row board ribbon and flex cables. All worked without any issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple hardware failures in auxilary drawer 1.2. The customer stated that the cubies had been replaced on 12/20, however the issue continued and there was a delay in patient care. There were no adverse events or injuries reported based on this event.